Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the personal therapy manager (ptm) was taking a long time to connect to the pump and it gets stuck at 81% and 91%. The communicator light was blinking for 4-5 min and they have to restart the application. They get 4 boluses a day. Patient service assisted them with clearing the data on the ptm and the ptm connected and showed the lockout screen. Agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.